Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff noticed that the precise bipolar forceps instrument had been inserted with a torn string. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a torn string. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis reportedly did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. Engineering evaluation also found scratches on the surface of the distal pulley.